Event description:
The customer called to report a system occlusion alarm during the collect phase in the 6th cycle. No occlusions were visible. The alarm was reset several times but the collection only continued for a few milliliters and then the alarm would reappear. The centrifuge started to make strange noises and a blood leak alarm occurred. The treatment was aborted and plasma was visible in the top part of the centrifuge chamber. The patient was reported to be in stable condition. The patient's platelets were 345000/ml. The treatment used 15000 units of heparin/500 ml saline for a ratio of 10:1. There were no previous problems. The customer was advised to clean the centrifuge chamber before the next treatment. No service order was generated and the kit was not returned for evaluation.

Manufacturer narrative:
A batch record review of lot c750 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, occlusion system alarm, centrifuge bowl leak/break, and leak centrifuge alarm. No trend was detected for either of these complaint categories. No capas were initiated for complaint categories, occlusion system alarm, centrifuge bowl leak/break, and leak centrifuge alarm. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through a CAPA/continuous improvement process.